Manufacturer narrative:
Per RMA a replacement axiem box was sent to site. Upon evaluation of returned part was fully functional. Per software investigation this issue is likely due to the interference caused by including the endoscope with a metal cylinder trumpet on the end. This could cause interference value to increase and reduce accuracy. Suggest avoiding use of additional metal in em field. This does not appear to be a defect within the software.

Event description:
Medtronic rep reported m4 tricut blade and straight probe experienced an alleged inaccuracy. The instruments were tracking green and surgeon didn't check the interference values with the endoscope and interference values for the instruments were only around .2. When the two instruments are together, the metal interference will increase and cause potential inaccuracy. No impact on pt outcome reported.